Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd-legacy plus pump, there was a leak that covered the pump with chemo. No adverse patient effects were reported. Per reporter no additional information was available.